Event description:
It was reported that on december 28, after the PICC outpatient nurse opened the PICC catheter package, she performed a saline pre-flush catheter to check whether the valve function was intact, and found that she could not suction normally and the valve could not open. Two cases of the same incident occurred on the same day, and two new catheters had to be paid to the hospital. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty aspirating the catheter was confirmed but the exact cause was unknown. The product returned for evaluation was two 4 fr s/l groshong nxt clearvue catheters. The catheter was received with the stiffening stylet inlaid within the device. Microscopic examination of the valve cut was unremarkable and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. Because application of silicone lubricant established proper valve function, it is reasonable to conclude that a lack of lubricant contributed to the reported event. It is unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the lubricant was affected prior to attempted device use. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on december 28, after the PICC outpatient nurse opened the PICC catheter package, she performed a saline pre-flush catheter to check whether the valve function was intact, and found that she could not suction normally and the valve could not open. Two cases of the same incident occurred on the same day, and two new catheters had to be paid to the hospital. This report addresses the second device.